Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was to be used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, when the forceps device was removed from its packaging, one of the jaws was found to be missing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was to be used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, when the forceps device was removed from its packaging, one of the jaws was found to be missing. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device code 1028 is related to 1104 for the reported event of jaw missing/broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with one jaw broken. Further analysis found that the failure site exhibited a bending event at the tension and compression zones. The tension zone on the failure surface presented dimples rupture and transversal cracking evidence which is indicative of a bending action. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that one jaw was missing . Based on the material analysis, the fracture likely occurred due to a bending overload. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.